Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed it only generated -0.4 psi at 100 percentage circulation pump command. Biomed discussed this was an indicative of a circulation pump failure and stated they would order and replace it onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics showed it only generated -0.4 psi at 100 percentage circulation pump command. Biomed discussed this was an indicative of a circulation pump failure and stated they would order and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to circulation pump component failure due to filling issues. A check of the diagnostics showed it only generated -0.4 psi at 100 percentage circulation pump command. Biomed discussed this was an indicative of a circulation pump failure and stated they would order and replace it onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Hence, DHR is not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.